Event description:
It was reported that this right ventricular (rv) lead perforated the right ventricle and patient was experiencing a rv stimulation. Moreover, no capture was noted and then the device was programmed off as the patient was not dependent. Further, a scan confirmed a micro perforation with no effusion. Hence, this lead was surgically repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. The patient did not exhibit any device-related patient symptom/condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that this right ventricular (rv) lead perforated the right ventricle and patient was experiencing a rv stimulation. Moreover, no capture was noted and then the device was programmed off as the patient was not dependent. Further, a scan confirmed a micro perforation with no effusion. Hence, this lead was surgically repositioned. No additional adverse patient effects were reported.